Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant cardiac troponin-I result. Quality control (qc) was in range on the day of event. A siemens headquarter support center (hsc) specialist reviewed instrument data. The customer stated the sample was processed out of a primary tube, however, the loci data shows the sample being tested in sample cup mode. Sample cup mode does not use a full level sense, which can cause a customer to get an unflagged, short sample aspiration. The false elevated result is consistent with a short sample aspiration either by running a primary tube in sample cup mode or having insufficient sample in a sample cup. The cause of the discordant cardiac troponin-I result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high cardiac troponin-I result was obtained upon repeat testing on one patient sample on a dimension exl with lm instrument. The initial result obtained on the instrument resulted with an assay range flag. The sample was then repeated on the same instrument, resulting falsely high. The discordant result was not reported to the physician(s). The sample was then repeated again on the same instrument, resulting lower and matching the initial results. The last repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant cardiac troponin-I result.